Event description:
It was reported that there were concerns about potential loss of capture (loc) with the left ventricular (lv) lead positioned in the his area. (B)(6) technical services (ts) recommended bringing the patient in for further evaluation. The lead is exhibiting high pacing thresholds. The patient is not dependent on the lead. The lead remains in service, and no adverse patient effects have been reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).